Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 82 (the hrm task did not grant motor power in reasonable time). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer was able to clear the alarm however was not able to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The sc1-cap test and reservoir locked in place properly. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 82 alarm noted during testing. The motor was tested outside of the device and passed. Successfully downloaded history files and traces using thump. Faults are not registered in detailed traces or error log, only in diagnostic traces and history, which gives us only fault type and file/line numbers. Esf# : (B)(4) fault occurred in motor application. Motor power grant request to main cpu was not responded within timeout. Reason cannot be identified. Pump was cut open to perform visual inspection and found evidence of moisture damage on the battery tube assembly and force sensor noted. The pump was received with minor scratches on lcd window, scratched case and cracked keypad overlay. Motor power request timeout alarm (82) 08/12/2025 14:08:10.000. File number: 16 121 line number: 578 427. In summary, customer alleged pump error 82 confirmed. Expose to moisture noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.